Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured while in the patient. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The mynx vcd was prepped and used according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f avanti+ cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in percutaneous coronary intervention (pci) and used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for investigation. Per visual analysis, it was observed that both button 1 and button 2 were not depressed. The syringe was retuned for analysis; however, the sheath was not returned. The stopcock is set on the open position. The sealant remained in the manufactured position swelled by the blood saturation, and the device was blood saturated. The atraumatic tip does not present any damages or anomalies. No other outstanding details were noticed. Per functional analysis, an inflation/deflation test was performed on the returned device to ensure the balloon¿s functionality according to the instructions for use (IFU). The results revealed a leak in the balloon. The balloon was inspected using a vision system to obtain a magnified image, and a pinhole was confirmed. The product history record (phr) review of lot f2227803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the pinhole found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (although reported to not have visible calcium/plaque) and/or concomitant device factors (procedural sheath was not returned for analysis) most likely contributed to the reported event since a calcified vessel or a damaged procedural sheath can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured while in the patient. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The mynx vcd was prepped and used according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 6f avanti+ cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in percutaneous coronary intervention (pci) and used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2227803 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.